Event description:
As reported via legal documentation the patient had a left knee replacement and then approximately 8 years and 9 months after the initial procedure the patient had a left knee revision. Revision operative report -complications: interop tibia fracture during extraction of tibial component [sn (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f/3.5t] reported in MFR # 1038671-2023-02182. Postoperative diagnosis: post-op diagnosis: pain due to hip joint prosthesis, initial encounter, localized swelling, mass and lump, lower limb, left. Revised to competitor¿s devices. It was noted that the tibial component was well fixed but easily separated from the bone cement interface. Noted that the femoral component was loose. The patella was also assessed, and it was felt that while the patella was thin, there was significant poly wear to the patellar component and revision was necessary. A soft compression dressing was applied, and a knee immobilizer was placed. Disposition: plan for pacu - hemodynamically stable. Condition: stable. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Related: MFR #1038671-2023-01594. Report 1 of 3. MFR #1038671-2023-02182. Report 2 of 3. Additional manufacturer narrative- report 3 of 3. D10. Concomitants: (B)(6), 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm. (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f/3.5t. (B)(6), 201-78-99 - 2pk, schanz pin 4mmx130mmx40mm thrd. H3. Investigation results- the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided for review. The device history record (DHR) for this femoral component was reviewed, and all components were accepted with conformance to the device requirements. The occurrence rate is considered ¿very low.¿.the risk documents were reviewed and are appropriate. H6- 4581 for lump/mass. These devices are used for treatment not diagnosis. There is no additional information available.